Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an interstim implanted about four years ago. The patient had seriously worsened urinary incontinence and urgency. The patient experienced unusual stim sensation down their leg and in buttock rather than in pelvic floor area. It was indicated that the implant was not functional with high impedance in all but one lead. The original intended procedure was explantation of interstim neurostimulator generator. There was device usage problems including device failed, broke, stopped working, malfunction. They could not get it to work and device did not do what it was supposed to do. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See user facility medwatch.